Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited a high out-of-range pace impedance measurement of greater than 3,000 ohms on the non-boston scientific right ventricular (rv) lead. The impedance then fluctuated up and down for a few weeks before remaining at greater than 3,000 ohms. The ICD also delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to oversensing of noise on the rv lead. It was also reported that the rv lead had fractured; however, the fracture could not be confirmed via x-ray. The ICD was temporarily programmed off. Subsequently the rv lead was surgically abandoned and replaced. The ICD remains in service. No additional adverse patient effects were reported.